Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: a partial lead with the connector pin measuring 16.0cm was returned for analysis. External insulation abrasion was noted at 11.7-13.7cm and 12.5-12.6cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at these locations. External insulation abrasion was noted at 2.2cm from the connector pin, consistent with lead friction to the ICD can. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the lead exhibited low pacing lead impedance. Externalized conductors were observed. The lead was explanted and replaced. There were no adverse consequences to the patient.